Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) unit reported a burr was detected in x-ray. This plate was implanted on (B)(6) 2008. After surgery, it seemed there was no suspicious substance under the plate around c5. However x-rays on (B)(6) showed there was burr like, shaved the thread or ring of variable angle. The surgeon worried there was the possibility of the screw backing out due to the ring of the variable angle. No material returned.